Event description:
Implant was explanted due to a loss of osteointegration. The implant was attached to a bridge and he dr indicated that too short of an implant leading to occlusional stress on the bridge as a contributing factor.